Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received from the field representative that fluid culture was positive for staphylococcus aureus. There were no additional adverse effects reported. The product was abandoned surgically.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.